Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.